Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level 270- 300 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. The customer declined to troubleshoot with tandem technical support and stated elevated bg's were due to consuming a large meal and not delivering enough insulin to cover for it.